Manufacturer narrative:
.

Event description:
On (B)(6) 2016 it was reported that the patient's generator was unable to be interrogated. The therapeutic consultant was using his own tablet system that he successfully used 2 hours ago on his demo. He said the wand battery was ok and the tablet is not plugged into the outlet. He then stated that it may be the usb cable and so found another extra cable he had and switched it out. He was able to successfully get it to interrogate the patient's generator and it showed that it was at eos=yes and was pulse disabled. Attempts have been made for the return of the serial cable but it has not been received to date.

Manufacturer narrative:
(B)(4). The initial report inadvertently did not report the UDI.

Event description:
An analysis was performed on the alleged usb to db9 cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing.